Event description:
A 76 y/o male on nursing facility unit in hospital got out of bed and fell, resulting in a fractured hip (subcapital fracture of the right femorial neck). Pt underwent hip surgery. A bed alarm was on the pt's bed and was set at one second delay. The alarm did not sound when pt got out of bed. Unit was inspected 10/24/97 by clinical engineering and functioned properly during inspection.